Event description:
The customer stated that his blood glucose readings had been higher than usual. The customer did not have normal control solution, so he performed control tests using the high control. He received a result of 447 mg/dl, but the high control range was 293-405 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.